Event description:
Initially the home patient (hp) contacted baxter technical service requesting technical assistance for an unrelated issue during peritoneal dialysis (pd) therapy on the homechoice machine. During the conversation, the hp stated he had peritonitis last week. The solution to the unrelated issue was provided over the phone and there was no user injury or need for medical intervention at the time of the initial call. On (B)(6) 2011, baxter global pharmacovigilance (gpv) made a follow up call to the peritoneal dialysis nurse (pdn) regarding the peritonitis and received the following information. On an unreported date the patient began therapy with unspecified dianeal and extraneal solutions (doses, frequencies, and lots not reported) intraperitoneally (ip) for pd therapy. On an unreported date the patient was diagnosed with peritonitis. Treatment was not reported. The pd nurse stated the unspecified organism was gram negative. She stated the event of peritonitis was not related to the machine or solutions. The pdn further stated that the patient self contaminated. The event of peritonitis had resolved and the patient had been retrained. No further information was reported or expected. Past medical history and concomitant medications were not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for a report of peritonitis and use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique. The assignable cause code could not be determined, since it is not determined why the patient had a breach in aseptic technique. A review of all batch record documents was performed on (B)(4) with no issues noted during the manufacturing process. There were no exceptions noted during review of the exception summary. There were no deviations from standard procedure. A review of all batch record documents was performed on (B)(4) with no issues noted during the manufacturing process. During review of the exception summary for this lot, an exception was noted for the batch. However, the exception noted did not indicate any issues related to the complaint. There were no deviations from standard procedure. A label review was performed. The instructions listed in the patient at home guide for the homechoice device state to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. The guide instructs the user to use aseptic technique to reduce chance of infection, this includes whenever the patient is connecting themselves to the cycler, disconnecting, or any time they handle fluid lines and solution bags. The guide instructs patients to put on a face mask and wash and dry/disinfect their hands thoroughly. The product insert provided with the product has multiple instructions and warnings for aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.